Event description:
(B)(4). No serious injury alleged. Malfunction alleged.ivc territory business manager states chair will come to a sudden, abrupt halt (slam stops). When this happens, the joystick stays with power on. MDR filed.